Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported some of the buttons on he insulin pump were not properly functioning. The device had not been bumped, dropped, or exposed to moisture. During the call, the insulin pump was working as designed. The customer's blood glucose was reportedly good. The device will not be returning for analysis.